Event description:
During follow-up, increased capture threshold and loss of pacing were noted on the right ventricular lead. X-ray imaging revealed no indications of lead dislodgment. The lead was revised and during the revision procedure, the physician had difficulty extending the helix. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
A complete lead was returned in two pieces with the helix partially extended and clogged with blood and tissue. Cuts to the suture sleeve and damages consistent with procedural damage were also observed on the distal portion of the lead. The helix was unable to extend or retract due to a over-torqued inner coil and bent helix, which were also consistent with procedural damage. After ultrasonically cleaning, the helix was able to extend and retract by applying torque directly to the inner coil. Electrical testing revealed no indications of conductor fractures or internal shorts and the reported event of loss of capture was not reproduced. The results of the investigation concluded the reported incident was consistent with the over-torqued inner coil and clogged helix, however, the cause of the loss of capture could not be conclusively determined.